Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday morning with blood glucose of over 700 mg/dl. Customer reported blood glucose went over 200 mg/dl and that's why she was in hospital. The customer was treated with insulin through intravenous and insulin injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.